Event description:
The customer called lfs in 2002 alleging that their otii meter was giving the control message with a reading. The call was documented by ccr. Per ccr's notes in potential medical tab: "customer just got released from hospital today and the customer's family member was trying to test the customer's blood and kept getting control message. Got a c32 and didn't know what that meant so just went ahead and guessed at insulin. Customer is supposed to be given 6 units of insulin when testing from 250-300mg/dl and customer said that is usually what customer tests at this time of night so customer gave 6 units. Retested blood on the phone an got a 230, however strips may be expired, customer wasn't sure how long they've been open (customer has no "ctl" or checkstrip to test symptoms to verify readings). If customer realy is 230 then customer was given too much insulin, and ccr told family member to call doctor."